Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint asr xl acetabular system (left) update from crawford's spreadsheet (B)(6) 2012: products, reason for revision asr revision left asr xl acetabular system reason for revision: pain update 12 may 2017: additional information received from claimsuite alerts. Updated the date of impant to (B)(6) 2008, event date to (B)(6) 2009, product category code to no product failure, date of manufacturing of the products, construct type and common name in the product information page has been updated as well. This complaint was updated on (B)(6) 2017. Update 05jun2017: additional information received. Reason of revision is due to component loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4) ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate